Event description:
Revision of knee components due to significant wear of the postero-medial aspect of the insert. Surgeon reported that the pt was doing fine from a clinical point of view and was stable on varus and valgus stress test.

Manufacturer narrative:
Engineering eval of the returned tibial insert noted that most of the articular surface of the lateral condyle showed minimal scratching and pitting, consistent with normal usage. The posterior aspect showed marked wear, fracture and loss of material consistent with femoral articulation on the posterior lip of the tibial insert. The distal surface showed a burnished area on the posterior aspect consistent with potential posterior contact between the femoral component and tibial insert. A few metal fragments were embedded in the distal surface. Additionally, there was deformation of the posterior aspect of the lateral dish consistent with the lateral undercut of the tibial insert potentially being supported by the proximal aspect of the outside rim of the tibial tray with extreme posterior contact between the femoral component and tibial insert. The device history record review provides assurance the part was accepted with conformance to the product requirements.